Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-07183. (B)(6) clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2010, the patient presented with stable angina and the index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 80% stenosis and was 23mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00x28mm promus element drug-eluting stent. Following post-dilatation, there was 0% residual stenosis. Target lesion #2 was a de novo lesion located in the mid lad with 99% stenosis and was 19mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with direct stent placement of a 2.25x24mm promus element drug-eluting stent. Following post-dilatation, there was 0% residual stenosis. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with in-stent restenosis. There was stent thrombosis of the previously placed study stents in proximal to distal lad noted during angiography. In (B)(6) 2014, the 100% occlusion in the proximal to distal lad was treated with balloon angioplasty and placement of a drug-eluting stent. On the same day, the outcome of the events were considered to be resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient was experiencing a recurrence of exertional dyspnea with occasional chest pain. In (B)(6) 2014, the stent thrombosis of previously placed study stents in the proximal to distal left anterior descending (lad) artery noted during angiography was treated with balloon angioplasty and placement of two overlapping drug-eluting stents. A 3.0 x 16mm promus premier drug-eluting stent was deployed at the distal part of the proximal lad overlapping with previous mid lad stent, and another 3.5 x 24mm promus premier drug-eluting stent was deployed at the proximal lad.